Event description:
It was reported that following a stenting treatment procedure, the patient presented with in stent restenosis. A 3.5x20mm veriflex stent was implanted in the moderately tortuous mid left anterior descending (lad) artery. The patient returned for treatment of the 75% in-stent restenosed, 3.5x20mm veriflex stent located in the mid lad. A 3.5x10mm flextome cutting balloon was advanced to treat the lesion, but could not cross the lesion. The procedure was successfully completed with a non bsc balloon. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).